Event description:
Per the clinic, the device was explanted (B)(6), 2011, because the electrode array was not in the cochlea. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).